Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system signed out users during active use. A technical support specialist (tss) dialed into the station, checked on synchronization logs, found an error occurred during updating the synchronization error details to database system, checked the medication application debug logs and found scanner errors. The tss checked on services and restarted synchronization and maintenance services. The system time and time zone were checked and confirmed to be correct. Synchronization communication was validated and found to be functioning properly. Network settings were reviewed, confirming the speed and duplex were set to greater than 100 megabytes per second (mbps) half duplex. The operating system updates were also checked and confirmed to be up to date. The tss then investigated the station and forced updated the station. A field service engineer also confirmed the issue was already resolved by the tss. The customer confirmed that the issue was no longer occurring, and recent logs show no recurrence of the scanner related errors. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es a nurse was actively using the device during a case when the system unexpectedly signed her out. A technician later refilling medications on the same pyxis device also experienced an automatic sign-out during the refill process. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es a nurse was actively using the device during a case when the system unexpectedly signed her out. A technician later refilling medications on the same pyxis device also experienced an automatic sign-out during the refill process. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.3. Other occupation: medication management systems analyst. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.